Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Only the main coil was returned. Introducer sheath and pusher wire was not returned. The coil was inspected, and it was noticed kinked and stretched. No more damages were found in the returned device. Microscopic inspection of the main coil was performed and the zap tip was inspected, and no damages were found. The interlocking arm was inspected, and no damages were found. Dimensional inspection of the main coil was performed and the measured dimensions were within specification. No other issues were identified during the product analysis.

Event description:
It was reported that coil break occurred. A 10mmx50cm 2d interlock coil was selected for use on the embolization of hepatic artery aneurysm. During the procedure, resistance was felt when the physician tried to remove the coil from the microcatheter. The resistance during withdrawal increased, and after forcefully pulling out the coil from the microcatheter, the coil broke within the microcatheter. The device was fully removed from the patient's body and the procedure was completed with a different device. No complications were reported and the patient was stable post procedure.

Event description:
It was reported that coil break occurred. A 10mmx50cm 2d interlock coil was selected for use on the embolization of hepatic artery aneurysm. During the procedure, resistance was felt when the physician tried to remove the coil from the microcatheter. The resistance during withdrawal increased, and after forcefully pulling out the coil from the microcatheter, the coil broke within the microcatheter. The device was fully removed from the patient's body and the procedure was completed with a different device. No complications were reported and the patient was stable post procedure.